Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. The event history log was extracted from the device and reviewed and confirmed the presence of a system error alarm condition.

Event description:
On (B)(6) 2023, infutronix received a report that a pump had a system error alarm. No additional information was provided associated with the event. It is unknown whether a patient was involved.